Manufacturer narrative:
Concomitant medical products: 5554-45 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that trending data and pacing percentages were invalid or missing from the cardiac resynchronization therapy pacemaker (crt-p) interrogation. The device remains in use. No patient complications have been reported as a result of this event.